Event description:
The customer reported that he went to the river and the canoe overturned with the device on. The customer also stated that the insulin got wet and the screen was blank. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.